Manufacturer narrative:
Of the 6 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to dim or discolored screens and moisture ingress. During investigation for unrelated complaints, there were 10 additional failures found. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim or discolored display with moisture ingress. These reports were received from various sources. The patients associated with this allegation ranges from 9-72 years of age and between 60 and 203 pounds. Of the reported patients, 3 were male and 3 were female.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there was 1 instance of dim/fading/color spectrum with moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.